Manufacturer narrative:
Pt weight: unk. PMA 510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vich12.6 implantable collamer lens, +5.50 diopter, in the patient's right eye (od) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vaulting with a vault value of 1400 micrometers. The lens was exchanged for a shorter lens and the problem was resolved. During patient's last visit on (B)(6) 2016, uncorrected visual acuity (ucva) was 20/40 with a vault of 500 micrometers.

Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned dry in the lens case/vial with clear surgical residue/debris on product. Visual inspection found the haptic broken. (B)(4).